Manufacturer narrative:
The customer¿s report of breakage was confirmed. Visual inspection of the valve confirmed a piece of a broken off male luer tip lodged in the female end. A visual inspection of the blood collection device confirmed that its male luer tip end was broken off and the luer collar had a crack on one side. Dimensional testing was performed on the valve's female and male luers, both were within specification. Additional testing was performed using the received valve and a new non-carefusion (smiths medical saf-t holder) blood collection device. The blood collection device was inserted into and removed from the valve with no observation of any damages. The root cause of the breakage was not identified.

Event description:
Customer reported that while removing the smiths medical saf-t holder device from the maxplus valve after drawing a blood specimen from a PICC, the male luer broke off inside of the maxplus®. No patient harm reported. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.